Event description:
Patient (B)(6) 82-year-old female brought from home on (B)(6) 2023 with dm, and dementia/ severe sepsis. Noted to be hypotensive, unresponsive with tachy rhythm (200) and cardioverted x2, intubated (7.5 et tube) and anchor fast et holder applied. Patient treated medically with pressors, antibiotics, etc. In micu and extubated on (B)(6) 2023 at 11:52 am. Noted to have 2 small skin -tears in area of et hold on each cheek. Bacitracin ointment applied to areas 3 x daily. Braden score during hospitalization (B)(6). Photos noted on day of extubation. Wound measurements of face (each cheek) documented. Noted as healed on (B)(6). Patient remained in micu and was transferred to ltc facility. Skin tears had healed prior to transfer.